Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit was not able to reproduce the system failure code 37. The fse removed and replaced the coiled cable, as well as the cable to the backplane connector due to possible saline on the connector port. However, the fse noted there was no further fluid intrusion in the instrument. The fse then performed a full calibration, all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a system fault code 37, as well as a electrical test fail code 58. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a system fault code 37, as well as a electrical test fail code 58. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.